Event description:
Caller (patient's daughter) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 1.1, lab: 3.1; (B)(6) 2011, 1.8, 2.9. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.